Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was explanted via reply card. No other information was provided.